Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used", "improper handling in packaging" and/or "improper handling by physician" may have impacted on the event as reported. (B)(4).

Event description:
Report sérgio: "when removing the product from the packaging it was observed that the two units of the guide wire were fractured near the tip."